Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(4) 2015, a reporter contacted animas alleging that there was an intermittent power issue. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Follow-up #1: date of submission 04/08/2016. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: the pump's black box data from the date of the complaint had been overwritten however the current black box showed unexplained pump reboot events observed beginning on (B)(6) 2016. The pump powered on with the returned battery cap to a dim and discolored display. The battery cap was able to fully tighten however the battery cap threads were damaged. The battery cap did not measure within the contact width specifications. A battery compartment crack was observed below the grip pad. The pump case was cracked in the upper corner of the display area. The cartridge cap rubber was damaged at the top of the cap. The cartridge cap was able to be fully secured. The pump was exercised with the returned battery cap for 24 hours with no reboot, loss of power or call service alarms duplicated.